Manufacturer narrative:
The pump was buried with the pt; however, the manufacturer is attempting to acquire the suspect system controller (MFR report# 2916596-2014-00603) for evaluation. No further information is available at this time. A supplemental reported will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 11 months post-implant, it was reported that the pt was in the hospital and was found unconscious. The ECG showed ventricular fibrillation and the pt received CPR immediately. The pt also received inotropes and defibrillation. It was reported that the pt's system controller displayed three dashes and no alarm had sounded. The pt was intubated and was taken to the ICU to be monitored. After approximately 1 hour the pt's blood pressure was 20-30mmhg. The pt was connected to a power module and the system monitor alarmed and displayed a low flow alarm. The pt was disconnected from the power module to have a CT scan done. The system controller displayed again three dashes and no alarm or low flow message appeared. The pt was reconnected to the power module and the system monitor displayed a low flow alarm and the system controller displayed the three dashes. The CT scan indicated massive brain bleeding therefore, therapy was stopped. An unk amount of time later, the pt expired and the reported cause of death was subarachnoid bleeding.